Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump, after changing out the reservoir. During troubleshooting, insulin did not exit with a plunger push. When the reservoir was changed out, insulin exited, indicating the other reservoir may have been occluded. Customer's blood glucose was 106 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.